Event description:
It was reported that pump displayed malfunction alarm code 3 and did not reset, and customer experienced high blood glucose of 20 mmol/l. Customer gave correction insulin by injection and did not need help from anyone else. There was an adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.